Manufacturer narrative:
The product was not returned for evaluation, however a photo was provided which revealed the screw tulip was disassembled from the screw shank. The complaint is confirmed. A definitive root cause cannot be determined, as the device was not returned for evaluation.

Event description:
It was reported that during a demo the tulip heads of two screws disassembled. There was no patient involvement. This is report two of two for this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00457.

Event description:
It was reported that during a demo the tulip heads of two screws disassembled. There was no patient involvement. This is report two of two for this report.